Event description:
The event is reported as: the device did not provide mist properly. The flowmeter was unstable at time of set-up. No pt injury reported.

Manufacturer narrative:
Eval - method: device history records (DHR) review. Results: visual examination of the photo received showed that the wingnut does not hold correctly the upper body of the nebulizer. Device history record review: the lot number for the reported device is unk. Lot number 37102/24910 was substituted for review. No issues for the reported complaint description were found. The review indicates that the product was assembled and inspected according to specs. Conclusions: re-validation of the mold which produces the yellow wingnut. A follow-up report will be submitted if add'l info is received for this event.